Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient continued to have audible alarms without any yellow "advisory" lights illuminated. The patient stated changing the batteries to the controller and ensured the ac plug was properly connected. The patient tried multiple outlets but the alarm continued. The patient stated that when initially plugging into the mobile power unit (mpu) all of the lights illuminated properly during the self check, and then only the green power light stayed illuminated. After a few minutes the audible alarm occurred. The mpu was replaced and will be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of audible alarms was confirmed via testing of the returned mobile power unit (mpu) (serial number: (B)(6)). The mpu was evaluated at service depot and a constant audible alarm activated while testing the unit; it was noted that there were no advisory lights lit during the audible alarms. The issue was isolated to the returned patient cable during testing. The patient cable was replaced with a new patient cable. The unit was functionally tested without any issues and was returned to the customer. The replaced patient cable was forwarded to product performance engineering (ppe) for further analysis. The forwarded patient cable was connected a test mpu and testing of the unit did not reveal any alarms, even while manipulating the patient cable. The wires integrity of the cable was tested and no issues were observed. No issues were observed on the patient cable that would result on the reported alarms during ppe testing. The alarms resolved when the mpu cable was disconnected and re-connected. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 17nov2021. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the mpu alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller and mobile power unit (mpu) power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to twist, kink, or sharply bend the system controller or mpu power cables and to carefully unravel and straighten the cables if they become twisted, kinked, or bent. Heartmate 3 instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. D) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu and the patient cable. Heartmate 3 patient handbook (rev. D) section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu and the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.